Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for additional cultural testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 3 cfus of micrococcacea and coagulase negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the light guide cover glass was chipped, the bending section rubber glue was worn out, button 1 had a cut, the universal cord was wrinkled, the scope connector water mouthpiece was deformed, and the up/down knob angulation was outside of the specified value. Once the investigation has been completed or additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for 67 colony forming units (cfus) of enterobacteria. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.